Manufacturer narrative:
The pump passed the self test. Test p-cap locked properly into the reservoir compartment. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, and minor scratches on the lcd window. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. No com pump to xmtr was not confirmed during testing. Cosmetic damage was confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter and also pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The device. Mmt-1884 was returned for the analysis.